Event description:
A malfunction on a pump was reported by the customer, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer reported multiple occurrences of this issue, and technical support resolved the situation by sending a replacement pump. The customer also switched to a backup insulin pump to ensure continuous insulin delivery during the replacement process.